Manufacturer narrative:
An investigation has been initiated, based upon the reported incident.

Event description:
The user facility reported, that the skull clamp was used during a case; there was no harm to the pt, and the doctor attending the case said, the slippage was due to user error.